Event description:
It was reported by a company operations manager that the fiber broke approximately 5mm from the tip inside of the blue sheath. The fiber was used for total of 1,173 joules. The manager could not confirm without a microscope, but the fiber tip was not covered in debris and did not look too battered. Additional information reported was the sheath was already charred and further lasing would have probably resulted in internal damage to the scope. No patient injury was reported.